Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. These false episodes were triggered due to small r wave amplitude. The device is performing as expected based on the programming.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the implantable cardiac monitor (icm) exhibited under-sensing. Programming changes were made. The patient was stable throughout.